Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: an empty labeled winding former and a used needle suture piece of product was received for analysis an empty opened foil. During the visual inspection of opened sample, the swage and attachment area were noted to be as expected, body fluids and marks by use of a surgical instrument could be observed on the body needle. The strand was noted with body fluids damaged on some barbs and stress at the end caused by use of surgical instrument. No functional test could be performed due to sample condition. The product contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a uterine fibroids procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. No additional information was provided.